Event description:
It was reported that this right ventricular (rv) lead was explanted due to a conductor fracture and noise. Also, inappropriate shock episodes were observed. The lead and the device were explanted and a new system was implanted. No additional adverse patient effects were reported. The lead has been returned for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. The product has been received for analysis. If upon the completion of the device analysis any pertinent information is provided, a supplemental report will be created.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 400 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a conductor fracture and noise. Also, inappropriate shock episodes were observed. The lead and the device were explanted and a new system was implanted. No additional adverse patient effects were reported. The lead has been returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a conductor fracture and noise. Also, inappropriate shock episodes were observed. The lead and the device were explanted and a new system was implanted. No additional adverse patient effects were reported.